Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error: 46510 / 537568728 / 0 / 3328 / 0. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was that the mainboard was damaged. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.